Event description:
Trying to get guardian 4 sensor for diabetic. Hard to make contact with live person. I've been trying to get my diabetic supplies since (B)(6). My doctors office has given them multiple times prescriptions. I have received reservoir, and infusion set, but no sensors, guardian 4 sensor. J&b medical is the only source my (B)(6) medical provides. I'm at a loss. I spend hours daily on the phone on hold. Today they said they need a new prescription. This loop I seem to be in is getting nowhere. Diabetic supplies I absolutely need for survival.